Event description:
Customer was getting blood glucose readings in excess of the 200's (mg/dl). Customer dosed insulin based on readings. Customer passed out and was taken to the ER. The ER device gave a reading of 20mg/dl. A lab comparison was done and the lab result was 19mg/dl. An IV was given and the customer was observed at the hosp. Controls were in range. Request for the return of suspect device was made. Replacement product was sent.